Event description:
It was reported during generator change out several unsuccessful attempts were made to remove the lead from the header. Silicone oil was added to port and the lead came out with no problem. The lead was used again with the new device and remains implanted.

Manufacturer narrative:
The reported field event of difficulty removing the lead from the header was confirmed in the laboratory. A loose septum and set screw were returned separately with the device. Visual inspection of the loose set screw identified septum material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.